Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0777 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "caller states she has powerpicc solo 3194335. Caller asking what the PICC line is used for and where it should be placed. How long will it stay in? Caller states she is in the hospital right now and they did not give her too much information. Does it cause blood clots? Caller asking if she needs to take medication to keep from getting blood clots now that she has a PICC line. How do I know I'm not "rejecting" the PICC? Caller states the PICC (3194335, lot # refs0777). Ms&s explained that the powerpicc is used to give IV medication, IV fluids and for blood draws. Explained there is no set dwell time for piccs and that her doctor will need to decide when the PICC should come out based on clinical indications. Explained that we do not have a recommendation for taking a medication to prevent blood clots. Piccs do not cause blood clots but patients can acquire a clot in or near the PICC itself. Her doctor will need to monitor her closely and provide interventions to prevent blood clots while in the hospital. Caller states she is having soreness and shortness of breath and the doctor's are "dismissing" her now. Explained that if she is allergic to the materials in the PICC she could have symptoms like hives, shortness of breath, itching, skin redness.